Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller through several steps to manage the occlusion, including disconnecting tubing, tightening the t:lock, delivering boluses, and replacing the cartridge. These steps ultimately resolved the issue, allowing the customer to resume insulin use after replacing necessary supplies.